Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush the heads go flying off - oral-b [device breakage]. Case narrative: adult female consumer reported via phone that when using the oral-b toothbrush, the oral-b toothbrush heads went flying off. No injury was reported.